Event description:
The customer tested his blood glucose using his contour usb meter and received a reading of 39 mg/dl. His glucose was retested using another meter and that reading was 159 mg/dl. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse events were alleged. The customer disposed of the bottle of test strips that gave the low reading, so no product will be returned. Replacement test strips and a new meter were sent to the customer.